Event description:
It was reported that a user experienced hyperglycemia with a blood glucose reading of 255 mg/dl while feeling ill and not attributing the illness to diabetes, and the user was guided to change the cartridge and tubing on the ilet system; there were no alerts or alarms reported. Symptoms included elevated blood glucose. Outcomes included user education and troubleshooting with a supply change. Investigation included customer support review, product-use troubleshooting, and guidance to perform a cartridge and tubing change. Investigation of this case revealed no device alarms and no specific device malfunction identified, with the episode occurring during an intercurrent illness and resolving through standard use intervention. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.